Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's father reported that customer passed away on (B)(6) 2014. Customer was riding an all terrain vehicle when it rolled over. Customer died at the scene of the accident. He was never hospitalized. Customer's father stated that customer may have passed out before the crash. Customer's blood glucose was unknown at the time of death. Customer was wearing his insulin pump and a sensor when he passed. Customer had experienced a loss of blood flow to his extremities and eye damage. Customer also had a cut on his hand at the time of his passing. The device is being returned for analysis. Nothing further reported.